Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose declined to 44 mg/dl. Customer reported treating their blood glucose with juice and dinner. The customer also reported having issues with charging their transmitter. Customer's last known blood glucose was 139 mg/dl. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.